Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified pump malfunction occurred and a battery life issue occurred. Contact did not provide any additional specific information. There was no reported adverse impact to the customer. Follow up from tandem technical support was declined.